Event description:
Oscor rx58tbv ventricular pacing lead implanted 1994. Bipolar impedance dropping over time, from a high of 868 ohms 9/19/95 to 611 ohms 8/99. One incident of non-capture was noted on 5/4/99 evaluation - could not reproduce. Holter monitor 6/29/99 did not show any malfunction. On 6/30/99 she went to the ER due to severe dizziness and falling multiple times. Cause was unk. 8/31/99 displayed continued decline in bipolar impedance - scheduled for replacement of the pacing lead. Dizziness and falling could be due to intermittant oversensing and inhibition of the pacemaker.